Manufacturer narrative:
A compressor mini was reported with a burnt fuse. The customer replaced the fuse. The unit went back to working condition before a service engineer checked the issue. No parts were returned for investigation. The cause of a blown fuse could be one or a combination of the following causes: - electrical transients (voltage and/or current spikes) in the mains power. - bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. - chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. - dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The compressor mini must be serviced at regular intervals by personnel trained and authorized by getinge. Any maintenance or service must be noted in a log book. Preventive maintenance must be performed as follows: maintenance at 5 000 hours of operation or at least once a year (whichever comes first) when replacing filters. During this maintenance the mains inlet and fuses must be checked, and replaced if necessary. Extended maintenance at 10 000 hours of operation when replacing filters, compressor tubing, shock absorbers and overhauling the compressor. As no part has been returned and the issue was solved before a service engineer could check the issue, no root cause has been determined. H3 other text : 4114.

Event description:
Manufacturer reference#: (B)(4).

Event description:
It was reported that the compressor was not switching on. There was no patient harm. Manufacturer reference#: (B)(4).